Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected and analyzed. External visual inspection noted tool marks on the header. It was confirmed that the device was in safety mode. This was caused by an atrial tachy response (atr) episode being ended with magnet application. The device was returned to primary operation and tested. The device then passed automated electrical testing.

Event description:
Boston scientific received information that this device had entered into safety mode. The patient was seen for a revision procedure where the device was explanted and replaced. The device was returned for analysis. There were no additional adverse patient effects reported.